Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in canada. Consumer reported that when preparing a tampon for use, the string separated from the pledget. She checked tampons from ten boxes, all with the same lot code, and alleged the string separated from all of them. None of the tampons were used.